Event description:
My son has been using malem alarm for 1 week and he's developed skin rash from plastic touching his body. I have cleaned the alarm with dry napkin and used it correctly, but he still has skin rash. The rash is small red patches which can be the result of heat from the alarm. The alarm is warm when he's wearing it. I make sure he wears a thin shirt every time he uses this alarm. But after this skin irritation getting worse, I have discontinued using the device. Worried that something in the device is causing skin rash. Also, the alarm stinks of burning plastic when used. FDA safety report ID# (B)(4).